Event description:
It was reported that the device was implanted 4/26/2004. The pt fell in 2005 and complained that something was loose. The device was revised post-op in 2005 and the poly was found broken.